Event description:
The physician was attempting to deploy a resolute integrity drug eluting stent in the rca, which was reported to be a very curvy, angulated course exhibiting 90-95% stenosis. During delivery, the stent dislodged from the balloon. Attempts to retrieve the stent were unsuccessful. A second stent was successfully deployed to trap the breakaway stent in the distal rca. Post ptca and stenting, 0%stenosis remained. The patient was discharged in stable condition.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Patient's condition affected effectiveness of device-tortuous rca with stenosis. Inherent risk of procedure-stent dislodgement. Evaluation conclusion: inherent risk of procedure -stent dislodgement. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-tortuous rca with stenosis. (B)(4).